Event description:
While resecting a portion of the intestine, ta 55 stapling device did not staple appropriately and an add'l stapler needed to be used. No harm to this pt because the defective staple line was discovered by surgeon. If this was missed the anastamosis would not be intact and a potential bowel leak into peritoneum could occur. Staple cartridge sent back to co for evaluation.